Event description:
In a literature article, a doctor of ophthalmology reported that during a study, 20 eyes were implanted with a glaucoma filtering shunt. Of the 20 eyes, 10 had blebs reconstructed due to decreased bleb size and increased intraocular pressure. 3 of those 10 had the shunts buried in the iris. In the other 10 eyes that did not have reconstruction, the blebs were fibrotic and lower in height than usual. No further information is expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No data regarding product identity was indicated for the event nor a sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).